Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cbp) procedure, the customer has been experiencing electronic activity on their operating room (o/r) monitors. They believe that the roller pumps are experiencing the pezio electric effect, which reflects activity in the heart when there is no activity in the heart. The device was not changed out, as they have changed the leads that go to the patient, put bigger pads on the patient to increase the surface area, neither of which have helped. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.. Per the clinical review on (B)(6) 2015: during cpb, there was interference in the electrocardiogram (ECG) waveform observed. This has been previously reported by this center and other centers as well. There are a number of papers in the literature that describe this issue and the association with roller pumps. As roller pumps compress tubing, a piezoelectric charge is generated and this charge travels to the patient by way of fluid pathway in the cpb circuit. The charge can cause interference in the ECG waveform which can potentially lead to misinterpretation of heart activity. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
This complaint is related to mdrs: 1828100-2015-00453, 1828100-2015-00454 and 1828100-2015-00585.